Event description:
It was reported a balloon ruptured on the fourth inflation beyond its rated burst pressure during a dilatation of an arteriovenous hemodialysis fistula graft at the anastomosis site. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon was torn circumfertially 4.9cm proximal to the distal tip. The distal portion of the balloon material was bunched up at the distal ro marker. The shaft under the balloon was flattened and 9mm of the balloon material was missing. Numerous clamp marks were noted on the shaft. Upon noting a portion of the balloon material was missing, this MFR informed the user facility of co's findings. The user facility indicated they were not aware the material had detached and felt the balloon material did not detach in the pt. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require mich higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicated this device was inflated beyond its recommended inflation pressure and that the anastomosis site was the area of stenosis and dilatation. Co believes the above factors contributed to this event and does not attribute it to the device. Co directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. Inflation in excess of rated burst pressure may cause the balloon to rupture".